Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise on the right ventricular (rv) lead nearly resulted in inappropriate therapy to the patient. The rv lead migrated from a mid-septal to low septal position. Rv lead impedance decreased which was speculated to have been due to the migration as trends appeared to have stabilized. There was one oversensing episode on the rv lead. The right atrial (ra) lead appeared to have exhibited oversensing at the same time as the rv lead. The cardiac resynchronization therapy defibrillator (crt-d) paused pacing for six seconds. The crt-d was reprogrammed. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was returned for analysis. In addition to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.